Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and bubbles were seen in the syringe and the hub. Device investigation details: visual inspection revealed no damage or anomalies on the device. The brim cap, hemostatic valve, and silicone ring were placed in their original place. Afterward, the sheath was blocked at the distal end and then pressurized at both positive and negative pressure, and no issues were observed. No dislodgement, air leaks, bubbles, or other failures with the hemostatic valve were observed during the test. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review. The bubbles reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and bubbles were seen in the syringe and the hub. When the varipulse catheter was inserted into the vizigo sheath, they attempted to aspirate the sheath, and bubbles were seen in the syringe and the hub. The sheath was replaced with no resolution. The reporter stated the sheath was the same lot number. When the sheath was replaced again with a different lot number, the issue persisted. They switched to an agillis sheath to continue the procedure. No adverse patient consequence was reported. Additional information was received and it was reported that the section where the issue was observed was in the hub and valve. There was no visible damage. The sheath was being used on the patient and no air entered the patient¿s body. Approximately, less than 50 ml of blood was lost.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).